Event description:
Same case as MDR# 6000093-2006-01481, 6000093-2006-01482, 6000093-2006-01483, 6000093-2006-01484. It was reported that six days following a coronary artery drug eluting stenting treatment procedure, there was thrombosis and 13 days after that there was another thrombosis and patient death. The patient presented with an acute st elevation myocardial infarction and was referred for emergent cardiac catheterization. Vascular access was the right femoral artery. A 6f ebu 4.0 guide catheter and a .014x300cm cougar xt guidewire were used. In the mid left anterior descending (lad) multiple inflations using a 2.5x12mm and a 2.0x30mm maverick balloon were performed for "mechanical thrombectomy". This restored timi iii flow down the lad. A .014x190cm cougar xt guidewire was then advanced into the 1st diagonal. Several balloon inflations were performed in the 1st diagonal using a 2.5x12mm maverick balloon. Finally after several attempts with predilation and a trial of different stents, a 2.5x8mm mini vision bare metal stent was advanced into the diagonal branch. Simultaneous balloon inflations of the mini vision stent in the diagonal and a 2.5x15mm maverick balloon in the lad were performed for accurate placement. The mini vision stent was deployed in the diagonal. Then a 2.5x16mm taxus express2 drug eluting stent was deployed in the mid lad and two 2.5x12mm taxus express2 stents were deployed in the mid to distal lad reducing the stenotic area from 100% to 0%. The ramus was then direct stented using a 2.5x12mm taxus express2 stent reducing the stenotic area from 80% to 0%. It was reported that the patient tolerated the procedure well with no complication. At the end of the procedure an intra aortic balloon pump (iabp) was placed for hemodynamic support due to elevated left ventricular end diastolic pressure (lvedp) and low blood pressure. Medications received included reopro, cardene, nipride, heparin, plavix, lasix benadryl and fentanyl. Six days later the patient presented with chest pain and a new anterior st elevation. Coronary arteriography of the lad was significant for total occlusion before the first diagonal branch and no flow into the diagonal branch. Via the left femoral artery a 6f ebu 4.0 launcher guide catheter and a .014x300 iq guidewire were inserted. A 2.5x12mm voyager balloon was advanced to the mid lad and inflated to 8 atm for 30 seconds. There was timi ii flow and what appeared to be extensive clot in the lad system. A pronto v3 extraction catheter was positioned in the lad and was moved up and down the iq wire extracting 18 ml of blood and clot. The filter revealed multiple fairly large clots. The vessel was definitely improved but there was still a persistent shaggy defect at the end of the prior stents. Intracardiac nitroglycerin given in the lad revealed continued clot. A 2.5x15mm taxus express2 stent was deployed at 8 atm for 30 seconds across the area of persistent defect, overlapping the old stents. The stent balloon was then used to post dilate at 12 atm for 30 seconds. Angiographic result was satisfactory. There was good flow throughout the entire length of the lad. The iq guidewire was then threaded into the diagonal branch. Angioplasty of the diagonal was performed using a 2.0x12mm voyager balloon. Multiple inflations were made. Flow in the diagonal was "never that good." The ostial segment seemed to be fairly well opened with the balloon inflations. The physician felt that additional manipulation of this vessel could compromise the entire lad system. A swan ganz catheter and an iabp were inserted. The patient was transferred to the "micu". Medications received during this procedure included heparin, integrilin (double dose), nitroglycerin, amiodarone, dopamine, reopro, aspirin and plavix. During this procedure the patient experienced recurrent bigeminy. Thirteen days later the patient presented with recurrent chest pain and st elevation. The patient arrived in the cardiac cath lab in cardiogenic shock. Iabp was inserted into the right femoral artery. Via the left femoral artery a 6f ebu 4.0 guide catheter was engaged in the left main coronary artery. Angiogram confirmed a total occlusion of the lad and ramus. A cougar xt guidewire was advanced across the thrombosis. Balloon inflation using a 3.0x15mm and a 3.0x20mm voyager balloon was performed and restored timi ii flow. The ramus was engaged with the same 3.0x15mm voyager balloon and inflation restored timi ii flow. However, the patient continued to re-occlude with recurrent thrombosis. The patient was given heparin and angiomax and despite that he continued to occlude the stents. The patient's blood pressure continued to deteriorate. CPR was performed according to advanced cardiac life support (acls) protocol until resuscitative measures were no longer effective. The patient was pronounced at 11:14 am. Other medications received during this procedure included levophed, epinephrine, neosynephrine, sodium bicarbonate, amiodarone, lidocaine, and calcium chloride. The physician suspected that the patient had a clotting disorder; however, this was not confirmed. There was no autopsy done.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined and a similar complaints review could not be performed. The cause of the difficulties experienced during the procedure could not be determined.